Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers failed and was not detected on bus. Auxiliary drawer 4.2 and main drawer 6 was confirmed to have issue. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer also tried to open the back panel: however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4.2 and main drawer 6 had the issue. A field service engineer (fse) observed that drawer six in the main cabinet had several pockets were not detected. The back panel was removed, the row board cable was reseated, and the retractor band cables were checked. A hardware test application (hta) was run, confirming all pockets were detected. Additionally, the fse noticed the keyboard cover was worn and replaced it. The system functioned as intended after the field service engineer repaired the device.